Event description:
Cxi support cath ref g5003. When trying to dilate a vessel in the leg the catheter broke inside about a 3-4 inch piece. It was able to be retrieved. It is a cook medical product. The package and the device were saved.